Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient broke their system controller black screw. The system controller as exchanged.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section a2-a4: patient age and weight not provided. Manufacturer¿s investigation conclusion: the reported event of damage on the system controller (serial number unknown) black power cable was not able to be confirmed. Provided information stated that the system controller was exchanged, that the serial number of the controller was unknown, and that no photos of the damage were available for review. The system controller did not return for analysis. The root cause of the reported event was unable to be conclusively determined via this investigation. The device history records were not able to be reviewed due to the serial number being unknown. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.